Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence and during explant, the urethra was injured. The aus was explanted and no new device was implanted. No further patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).